Event description:
The customer reported two (2) elevated leadcare ii (lc ii) blood lead test results. For patient 1, the lc ii result was 4.6 g/dl, while the confirmatory test result was <2.0 g/dl. For patient 2, the lc ii result was 11.6 g/dl, while the confirmatory test result was <2.0 g/dl. During troubleshooting with lc ii technical services, the customer indicated that both samples were collected by an individual new to the device. Although training had been provided, the customer could not rule out sample collection technique as a potential cause of the elevated results. Technical services provided a copy of the cdc blood collection guidance referenced in the instructions for use (IFU) to reinforce proper sample collection procedures. Upon follow-up, the customer confirmed that no additional false-positive results have been reported.